Manufacturer narrative:
Block b3: exact date unknown, event occurred in september 2023. Block d6a: exact date unknown, implant occurred in (B)(6) 2023.

Event description:
It was reported that the deep brain stimulation (dbs) patient's implantable pulse generator (ipg) depleted after approximately one year and two months of use. The patient underwent a revision procedure wherein the ipg was replaced and did well postoperatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient's implantable pulse generator (ipg) depleted after approximately one year and two months of use. The patient underwent a revision procedure wherein the ipg was replaced and did well postoperatively.

Manufacturer narrative:
Db2: nhl, pjs. Laboratory analysis of the returned implantable pulse generator (ipg) showed the device reach end of service at 1 year, 1 month, and 27.3 days after initial programming. The average energy use index (eui) recorded was 12.8, which corresponds to an estimated theoretical battery lifespan of 2 years, 4 months, and 23.4 days. The system's data log revealed a sudden voltage drop and some fluctuations in high voltage (vh) values during device operation which significantly reduce the device's lifespan. Due to the fact that internal electrical testing did not identify any irregularities, a definitive root cause of the reported premature battery depletion could not be established. However, engineers have determined the proximal cause of the premature battery depletion was high voltage. High voltage is used to drive stimulation and maintain compliance voltage at the electrodes; but the cause of the high voltage could not be identified. Two potential hypotheses have been surmised regarding the cause of the high voltage: either the compliance voltage algorithm (cva) has an unknown failure mode that causes high voltage to be driven high for the required impedance load, or the impedance load was unexpectedly high and the cva correctly increased to enable the stimulation.

Manufacturer narrative:
Correction to the initial MDR in blocks d2b, d4, d6a.

Event description:
It was reported that the deep brain stimulation (dbs) patient's implantable pulse generator (ipg) depleted after approximately one year and two months of use. The patient underwent a revision procedure wherein the ipg was replaced and did well postoperatively.